Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event was related to v.a.c. Therapy. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2016, the following information was reported to kci by the kci representative: the nurse reported that last night the patient's dressing had lifted and the unit was reading 150 mmhg continuous and did not alarm. On (B)(6) 2016, the following information was reported to kci by the nurse: nurses entered the patient's room to check on the patient and saw that the wound was leaking blood through the dressing, apparently causing the dressing to lose its seal without any apparent visual nor audible from the infov.a.c. Unit. The unit was immediately removed. The patient lost 2 pints of blood. The canister was 3/4 full of blood. On mar 30 2016, the following additional information was reported to kci by the nurse: the event occurred in the early am on (B)(6) 2016. Therapy was removed, a pressure dressing placed to stop the bleeding, and liquid cauterization was done. The patient required a blood transfusion of two packed red blood cells. The patient is currently not on v.a.c. Therapy, but her medical condition has improved and there have been no further bleeding events. The patient is on high doses of coumadin and had just had a debridement of the wound, which were the contributing factors of the bleeding and not info v.a.c. Therapy . On (B)(6) 2016, the following information was reported to kci by the nurse: the debridement had taken place several days prior to the event and the patient had no bleeding prior to info v.a.c.&#59412;therapy placement and the nurse now thought that v.a.c.&#59412;therapy may have been a contributing factor in the bleeding event. The following additional information was identified by kci after completing a review of the medical questionnaire received from the wound care nurse on (B)(6) 2016: silver nitrate was used to cauterize the wound. The patient had a debridement on (B)(6) 2016. The patient was on heparin 5,000 units subcutaneously every 12 hours. The reporter indicated v.a.c.&#59412;therapy may have contributed to the event. On may 05 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on mar 11 2016 before placement with the patient. The device was delivered to the patient on mar 16 2016. The device was received in kci qe on apr 05 2016 for evaluation. The device again passed qc checks and met specifications after placement. The device functioned properly, maintained pressure and obtained an appropriate dressing seal. There were no alarms or operational malfunctions experienced during testing. The event logs were erased prior to being received in kci qe and therefore the alarm history was not available for review. This customer complaint could not be substantiated by kci quality engineering.